Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the ventricular leadless pacemaker (lp) exhibited premature separation from the delivery catheter. The lp was successfully retrieved and the lp and catheter were not used. A new lp was implanted instead. The patient was in stable condition.

Manufacturer narrative:
Reported event of separation failure could not be confirmed. The inner diameter of the device docking button where the bullets on the tether interact was measured to be oversized and out of specification. A manufacturing investigation was carried out to determine the cause of the oversized button. Investigation found the issue to be consistent with device handling, though the exact process point could not be conclusively determined. Further analysis performed found no anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities and passed all quality control tests prior to its distribution.